Event description:
It was reported that a user of the ilet insulin delivery system experienced hyperglycemia with a blood glucose of 198 mg/dl and expressed concern that corrective insulin was not reducing glucose as expected; customer support reviewed the pump¿s active corrective dosing and provided education on correction timing and the impact of eating while out of range. Symptoms included elevated blood glucose without acute complications. Outcomes included user counseling on waiting for glucose to return to range before eating and instructions to call back if levels did not trend down within two hours. Investigation included remote troubleshooting and review of device-delivered corrective doses. Investigation of this case revealed no device alarms or malfunctions, with dosing appearing to function as intended and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.